Manufacturer narrative:
Additional information: date of event: unknown as information was not provided, the best estimate date is between 14-mar-2022 and 28-nov-2022. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
In a secondary surgical procedure, it was reported the zxr00 12.0 diopter intraocular lens (iol) was explanted from the patient¿s ocular sinister (left eye) due to blurry vision and replaced with an dib00 12.0 diopter iol. There was no complications such as capsule tear, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post lens exchange was reported as: good. Iol is not available for return as it was discarded. No further information is available.